Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized a few days before passing, due to an accident where the customer's blood glucose went low. The cause of death was unknown. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. The customer was most likely using sensors. The reporting party stated the family lawyer requested the (B)(6) report for the customer at the time of the incident in 2019. The caller claimed that the customer had the low incident due to pump over delivery and pump performance. The caller did not clarify how the pump over delivered. It is unknown if the reporting party will return the reservoir for analysis.

Manufacturer narrative:
The initial report was submitted with blank aware date in date rec¿d by MFR. The correct date is 16-jun-2021.